Event description:
Information received by medtronic indicated that the customer received a pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast), pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) and pump error 130 (this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement). Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer stated they were not able to rewind the pump. No harm requiring medical intervention was reported. It was unknown whether the customer discontinued the use of the insulin pump and the insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed self-test, however, failed during seating test due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 130 on 01/03/2024 19:13:03.000, pump error 37 on 01/03/2024 19:13:03.000, pump error 38 on 01/03/2024 19:20:13.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to failed seating test. No moisture damage noted to electronic assemblies during visual inspection. Pump was cut open for visual inspection and found corrosion on motor home switch. P-cap locks in place. Unit was received with: battery tube threads - cracked, serial number label damage (stained), cracked case-corner of belt clip rails, cracked case (battery tube), and pillowing keypad overlay. Customer concern with pump error 130, pump error 37, pump error 38 were confirmed during inspection on pump history due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.